Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported slda was due to challenging patient anatomical condition. The reported unexpected medical intervention was a result of case specific circumstance as one additional clip was implanted to stabilize the slda clip reducing mitral regurgitation (mr) to grade 2. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Although imaging was difficult, one clip was implanted. While preparing the second clip delivery system (cds) it was noted the first clip had detached from the anterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip, reducing mr to 2. Per the physician, the slda was due to the thick tip of the anterior leaflet. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.